Event description:
While giving a (B)(6) infant a pentacel immunization with a vanishpoint syringe, the needle came apart from the syringe and stuck in the baby's thigh. The entire needle was intact and was easily removed from the baby's leg. No injury to child. It was product malfunction. The needle separated from the syringe when it was supposed to retract up into the syringe. It was a vanishpoint syringe from retractable technologies, inc. It was a 25 ga. 1 inch, 1 cc syringe. Lot #g141204. Exp. Date (B)(6) 2019.